Event description:
Healthcare professional reported right side capsular contracture, baker grade iii (firm and painful). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii¿. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii¿. This record is for the right side. Device remains implanted.